Event description:
Complainant alleged that the clinicians were defibrillating a pt (age and gender unknown), when they observed an arc emanating from where the paddles' cable connects to the device housing. The clinicians then obtained another device to successfully defibrillate the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. The complainant indicated that their facility's biomedical engineering dept was unable to duplicate the reported malfunction.